Event description:
It was reported that the customer was hospitalized and admitted into a psychiatric ward. The customer's husband stated that the doctor did not allow the customer to suspend the device and took the insulin pump. He noted that the insulin pump had been exposed to moisture as well. He requested a replacement insulin pump since it had been broken by the people in the psychiatric ward. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump had moisture damage on the electronics. The insulin pump was received with a severely scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.